Event description:
The customer reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, the scope exhibited the e315 scope error. It was reported that the intended procedure was a diagnostic enteroscope and the procedure was completed using the similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected the device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device, the water bottle connector on the scope connector was found leaking. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling of the device, which caused a leak from the water bottle connector and subsequent water invasion - this then led to an abnormality of electrical parts. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". User may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. "Do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.